Event description:
It was reported that during a gastric bypass roux en y procedure,the clip either comes out crooked or spits it out completely.no clips fell into patient.case completed with another device of the same product code.no patient consequence.